Event description:
Catheter was used for a week without trouble. However, the error code e08 was displayed.

Manufacturer narrative:
The customer complaint can not be verified. Catheter appeared unused after visual inspection. Catheter met all requirements prior to final lot release and after decontamination and zeroing of catheter at manufacturing facility, the catheter met the required performance. The catheter met all requirements and was successfully zeroed by the customer. The batch history record was reviewed and no abnormalities were observed.